Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2024 and mesh was implanted. On (B)(6) 2024, mild worsening stress incontinence was noted. Bulking agent was provided and the event has recovered/resolved without sequelae as of (B)(6) 2024. This was reported as having a probable relationship with the study device and study procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Were any concurrent devices implanted? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure (laparoscopic, open)? Were there any intra-operative complications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: name of index surgical procedure? -insertion of transvaginal mesh - midurethral sling the diagnosis and indication for the index surgical procedure? -stress urinary incontinence were any concomitant procedures performed? -none. Were any concurrent devices implanted? -none. Other relevant patient history/concomitant medications? -patient also had urinary urge incontinence but was stress predominant. Has very mild rectocele that is asymptomatic. What was the initial approach for the index surgical procedure (laparoscopic, open)? -the level of the midurethra was palpated and allis clamps utilized to grasp the overlying vaginal epithelium. The vaginal epithelium was infiltrated with local anesthetic, incised in the midline with a scalpel performing a lcm vertical incision and the vaginal epithelial edges were retracted laterally. The underlying fibromuscular tissue was dissected sharply from the epithelial edges. A tunnel was made on either side of the urethra with metzenbaum scissors to the level of the endopelvic fascia. The sling trocar was advanced into the right-hand tunnel and passed through the retropubic space, exiting via a stab incision made in the skin at the abdominal wall I-iq fingerbreadths from the midline at the level of the pubic symphysis. The same was performed on the left-hand side, where the trocar was advanced through the tunnel into the retropubic space and exited via a stab incision 1-1/2 fingerbreadths from the midline on the left-hand side of the abdomen at the level of the pubic symphysis. The vaginal epithelial edges were inspected to note no evidence of vaginotomy. With the trocars in the retropubic space, the foley catheter was removed. A 17 french 70 degree cystoscope was inserted and cystourethroscopy was performed with the findings as mentioned above. The cystoscope was removed, the foley catheter was reinserted and the bladder was drained. The mesh sling was advanced while utilizing forceps as a spacer. The mesh was noted to lay flatly beneath the urethra in a tension free fashion. The excess mesh was trimmed at the level of the abdomen. The abdominal skin was closed with indermil. The vaginal epithelial edges were reapproximated with 3-0 vicryl in running stitches. Were there any intra-operative complications? -none. What is the physician¿s opinion as to the etiology of or contributing factors to this event? -sling placement may be a factor. Suggest ultrasound what is the patient's current status? - patient wanted to move forward with urethral bulking. She had this completed on (B)(6)2024. Her leakage has improved but is still scheduled for an ultrasound to check sling placement on (B)(6)2025. Product code and lot number? -tvtrl, (B)(6). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.